Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Interrogation showed the patient's pacemaker had reached elective replacement and was sending incorrect battery longevity estimates. Further information was requested but not yet received.

Manufacturer narrative:
The reported event of incorrect measurement was not confirmed. Device image analysis indicated average current trends were normal and voltage was at eri. Further analysis did not find any anomaly. Longevity assessment was performed and device exceeded projected longevity.

Event description:
Additional information received indicated that the the patient's pacemaker was explanted and replaced. The patient was stable throughout.

Event description:
Additional information received indicated that the patient was asymptomatic.